Manufacturer narrative:
(B)(4).

Event description:
During a rotator cuff repair procedure using a twinfix ultra ha 4.5 w/2 ub (wh & blue), it was reported that as the surgeon went to place the device, it cracked and the tip broke off. The pieces were removed. There was a brief delay and a backup device was available to complete the case. The backup anchor was placed in the same prepped site. For the initial insertion attempt, a punch was used. For the subsequent successful implantation, a tap was also used. It was noted that the patient was young and may have had harder bone than what was expected. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one twinfix ultra ha 4.5 w/2 ub (wh & blue) device was returned for evaluation. The inserter handle, a portion of the anchor tip, and sutures were returned for evaluation on both devices. The device was visually evaluated and the following was observed; the anchor is broken at the distal end from the eyelet back however the sutures are still intact and threaded in the device, the introducer handle is in good condition issues were noted with the deployment. The introducer handle was functionally tested and no knobs. Due the condition of the returned anchor a dimensional evaluation could not be performed. A review of the provided clinical details identifies that the patient was young and may have harder bone than anticipate, and a punch was used to prepare the insertion site. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. The failure mode is confirmed; however the root cause is attributed to user error. No further action is required. The device information for use states: ¿select the appropriate smith & nephew threaded dilator to prepare the insertion site¿ and ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor.¿ (B)(4).